Event description:
It was reported to medtronic minimed that the customer alleged on had to screw back or rewind the screw inside the inpen. The customer reported blood glucose value of 358 mg/dl. The customer reported hyperglycemia, thirst and double vision treated with manual injection/insulin pen. The event involved product(s) mmt- 105elpkna. Troubleshooting was performed and the customer reported on the high blood glucose event. Customer confirmed insulin delivery by dispensing a 2 unit prime in the air. Customer confirmed that the insulin delivery by dispensing a 2 unit prime in the air and the insulin did exits. No further patient complications were reported. No product return is required for mmt- 105elpkna.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.